Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that bd insyte¿ autoguard¿ shielded IV catheter wings separated from the catheter. This was discovered during use. The following information was provided by the initial reporter: material no: 381534 batch no: 9325479 it was reported that when safetying the catheter the wings separated from the catheter. H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter wings separated from the catheter. This was discovered during use. The following information was provided by the initial reporter: material no: 381534 batch no: 9325479 it was reported that when safetying the catheter the wings separated from the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter wings separated from the catheter. This was discovered during use. The following information was provided by the initial reporter: material no: 381534, batch no: unknown. It was reported that when safetying the catheter the wings separated from the catheter.